Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. It was reported that the patient experienced inaccuracies which led them to an event that required assistance. No symptoms or medical intervention was reported. No further event or patient information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. No additional event or patient information is available.